Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi diamondback orbital atherectomy device (oad), the tip of the viperwire guide wire became detached. Following atherectomy treatment, an additional non-csi guide wire was inserted and a stent was advanced next to the viperwire. The unexpanded stent was placed in a tight lesion, and the viperwire was pulled back through the area of the stent. The tip of the viperwire became caught on the stent and the physician pulled harder on the wire in order to release it. The tip of the viperwire then became detached inside the guide catheter. A balloon was used to pull the wire fragment out of the guide catheter. There were no reported patient complications.